Manufacturer narrative:
The returned pad involved in this incident was returned to solta on (B)(4) 2010. Visual inspection of the returned pad and returned pad cable connector found no damage or indication that the return pad was incorrectly used (inserted into the connector of he return pad incorrectly). No causal link between the condition of the returned pad and the pt injury could be established. This MDR is filed beyond the normal 30 day reporting timeframe as part of solta's review of adverse events received from the last two yrs for reportability.

Event description:
On (B)(6) 2010, solta medical, inc. Was notified of an event where a pt had been burned in the area of the return pad while being treated with a thermage nxt system. The treatment tip used was an stc 3.0 cm tip. During treatment, the pt reported feeling heat in the area of the return pad, but did not tell the operator. There were no error codes generated during treatment. The operator stated they attached the return pad to the right waist of the pt in the same manner as they usually did. The burn was noticed immediately after treatment when the return pad was removed.